Event description:
It was reported patient underwent initial knee arthroplasty on (B)(6) 2011. Subsequently, patient alleged pain and radiographs taken confirmed the pegs had fractured from the patella. A revision procedure was performed on (B)(6) 2012. The polyethylene bearing and patella were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Component returned was no longer measurable due to trauma and wear. Dimensional evaluation of product from same lot found component to be within appropriate design specification.